Manufacturer narrative:
B6 ¿ relevant tests/laboratory data, including dates ¿ correction ¿ inadvertently did not include the settings from the day of the report. H6 ¿ type of investigation ¿ correction ¿ inadvertently did not include b01. Investigation findings ¿ correction ¿ inadvertently did not include c19.

Event description:
Additional information was received from the physician¿s office that the reported that they have no reports of increase in seizures for this patient and that the seizure activity for the patient has and always has had directly related to the patient¿s condition.

Event description:
It was reported after the battery replacement the patient was seizure free for two weeks and then began having typical complex partial seizures. The seizures were occurring 4-5 times a week with no clear precipitant. Caregiver was unsure if vns was programmed on after implant surgery. No additional relevant information has been received.